Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection, investigation site: tuttlingen, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the device was delivered in one sealable bag. The devices appear in good condition with some marks of use and damages on the ring handles and grasping area of the forceps. The soldered carbide plate of the forceps is broken. Dimensional inspection: according to the documents from the incoming goods inspection, the width of the plate was between 1,07mm and 1,11mm, and based on this within accuracy. After soldering this measure is not measurable anymore. Document/specification review: the manufactured and current revisions of the drawing were reviewed, and no relevant design or manufacturing specification changes were identified. Summary: the received condition of the holding forceps is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in august 2019 according to the specification. Based on that and the condition of the item a product related issue can be excluded. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be postproduction criteria¿s. Unfortunately, the exact cause which has led to the breakage could not be evaluated, based on the visual damages on the tip section we have to assume that a mechanical overload situation has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. For details see attached document ¿mia memo (B)(4)¿. Device history lot: part number: 391.800, lot number: t181070, manufacturing site: tuttlingen, release to warehouse date: aug 14, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date the grasping area of the forceps were found to be broken in the sterile service department while cleaning after use. This item has been used fewer than five (5) times since the purchase on (B)(6) 2019. This report is for one (1) hold-forceps f/cerclwires l170. This is report 1 of 1 for (B)(4).